Event description:
Reporter indicated that the patient was explanted due to an infection as a result of the patient picking at his device. Both lead and generator were explanted on (B)(6) 2013. It was reported that the site became infected and then the patient got pneumonia. It was reported that it is planned for the patient to undergo reimplant in six months. Further follow-up revealed that the patient's generator site became infected a few weeks following the pneumonia. The surgeon believes that the generator may have been infected from the pneumonia and that it is unsure if the patient picking at the device caused the infection. Cultures were taken which showed (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) 2013. Attempts for product return are underway; however, the product has not been returned to date.

Event description:
Further follow-up revealed that the generator and lead were discarded by the explanting facility and will not be returned to device manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.